Event description:
Csi diamond back malfunctioned during lower extremity intervention causing distal (superficial femoral)-pop perforation and distal embolization (device jumped during advancement in distal (superficial femoral) resulting in perforation; subsequently interacted with wire, unable to off the wire/filter - had to pull filter in open form, resulting in distal embolization).